Event description:
It was reported by a patient that post a bph surgery, they "cannot control my bladder or control my bowels. Urination upon coughing, sneezing or laughing". Spontaneous bowel movements. Treatment has been: "a second surgery to remove scar tissue". "Pelvic floor exercises - nothing helps". Reportedly, this patient "wears diapers and guards - my testicles are being boiled in urine". No further information was provided.

Manufacturer narrative:
The patient liaison for ams sent a message to this patient with additional questions. At this time, she has not heard back from the patient.